Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete

Event description:
Symptoms included epigastric and right upper quadrant abdominal pain. A CT of the left ventricular assist device (lvad) was completed and showed no evidence of lvad complication or thrombus. The patients' blood cultures were negative. Pain control resolved the patient's pain.

Manufacturer narrative:
Corrected data: section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2025. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists potential adverse events, including venous thromboembolism and arterial non-central nervous system (cns) thromboembolism, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients lactate dehydrogenase (ldh) levels were elevated at 1114. Their baseline was 600-700. Their troponin was elevated to 1701. A computed tomography (CT) scan of the abdomen showed small splenic infarcts. There was concern for thrombosis. Log files were sent for review. The log file captured no external power events on (B)(6) 2025 that appeared to have been the result of the patient simultaneously disconnecting power from both controller leads. Otherwise, the log file captured routine events. There were no adverse alarm conditions or parameter changes. The ventricular assist device (vad) and peripheral equipment were functioning as intended.